Manufacturer narrative:
Product analysis: it was determined that the external pulse generator (epg) tested out of specification during field analysis as the battery compartment cover was found broken. It was also noted that the battery connectors were rusty due to possible fluid degrees into the epgs internal parts. Spare parts for the epg are not available and it was advised that the epg should not be used. If information is provided in the future, a supplemental report will be issued.

Event description:
It was determined on analysis that the external pulse generator (epg) tested out of specification during manufacturers assessment. There was no patient involvement.